Event description:
It was reported that this implantable cardioverter defibrillator (ICD) estimated battery longevity was 18 months remaining in december 2022. At the most recent device interrogation in clinic, the estimated battery longevity was 4 months remaining. The physician reported a premature battery depletion (pbd). A technical service (ts) consultant reviewed device data, confirming a battery depletion faster than expected. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.